Event description:
The manufacturer's service engineer reported the touchscreen unresponsive. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement reported.